Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose level of 453 mg/dl. The customer declined to troubleshooting for high blood glucose. The customer reported the insulin pump alarmed no delivery which was resolved by changing the complete infusion set and reservoir. They also received sensor updating alerts. The product will not be returned for analysis.